Event description:
It was reported during surgery, after assembling the bolts on the plate the bolt was broken. The surgery was completed after a 10-minute delay. There were no other adverse patient consequences reported.

Manufacturer narrative:
The reported bolt was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found for the acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch number 417777). The returned bolt was examined under magnification. The fractured surface was lightly textured and nearly parallel to the body of the bolt, appearing to have been a brittle fracture. Possible causes of brittle fractures are excessive stress applied across an unanticipated axis, intense strain on the material, increased torque during insertion (from cross-threading or damage). However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.